Manufacturer narrative:
Batch review performed on 10 november 2017. Lot 171698: (B)(4) items manufactured and released on 23 august 2017. Expiration date: 2022-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The day after primary surgery the hip luxated: suspected issue with the ball head length. Two days after, a revision was needed and the reason for hip luxation was found to be a mobilized cup. The surgeon replaced the cup and the insert.